Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders on (B)(6) 2016. It was reported the patient was having a rough time getting the programming on the deep brain stimulator (dbs) right and had some unwanted side effects. He had a ¿really bad day¿ the day prior where he was out taking a walk and turned the system down, as far as voltage, and fell down 5 times and even tried to stand in place and could not do it. He had to turn the unit off in order to get back in his vehicle. The patient had been slurring his words and ¿all kinds of things,¿ which had never happened before implant. The consumer had a feeling that it could work a lot better for the patient. When he first got it, it was doing a fairly good job of what it was intended to do. However, after about a month, the two main things that he had wrestled with, and it had gotten worse over time, was that he felt like ¿he had to continue walking, like his legs had to keep up, like his head was falling forward like he might plant his face into the ground¿ and that he had slurred speech. The dbs was helping with his hand tremors, but he was questioning if the benefits outweigh the side effects at this time. It was a gradual change in therapy. Additional information received from the patient reported that he had hydrocephalus and had these balance issues as of (B)(6) 2015. He wondered if this was normal after implant. He mentioned that he had stimulation off more than he had it on because his balance was worse when it was on. He saw a doctor a little over a month prior to (B)(6) 2016. The doctor checked the programming and said there was nothing wrong there. He was seeing a different specialist as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.